Manufacturer narrative:
Findings: pump was received with missing segments/partial display due to cracked zebra connector on lcd board. No crack on lcd glass noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.